Event description:
It was reported that the patient had an infection. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned. Additional information was received that the infection was at the battery site. The physician believed that the infection was device related and not procedure related. The patient was prescribed with antibiotics.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8436500. Model: sc-8436-50. Serial: (B)(6). Batch: 7081914.

Event description:
It was reported that the patient had an infection. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned.